Event description:
Nurse contacted technical solutions to report that a patient's patient therapy controller (ptc) would not connect to the patient's pump. Nurse stated that the ptc showed the message "pump not found" when the connection was attempted. Technical solutions asked the nurse if they were able to communicate with the pump with a clinician programmer. The nurse confirmed that they were unable to. Technical solutions asked the nurse if they could palpate the refill septum, and the nurse confirmed that they could not. Technical solutions advised that an x-ray should be performed to determine if the patient's pump had flipped. The nurse later provided an x-ray of the pump to technical solutions, and it was confirmed that the patient's pump had indeed flipped.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. The root cause of the alleged issue was not confirmed at this time. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).